Event description:
Laparoscopic appendectomy co2 used for infiltration of abdomen. Fog developed in abdomen. Camera equipment checked as per first report. Cleared completely when co2 tank changed. (3rd case)